Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller reported performa nano system blood glucose results of 510 mg/dl, 339 mg/dl, and 217 mg/dl within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
The event occurred in (B)(6).